Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after trying to implant a 51 mm converge cup and standard liner, the surgeon removed these devices, re-reamed the acetabulum, and implanted a 53 mm cup and liner. The surgeon commented that the pt had anterior defect and a very deep socket. Surgery was prolonged by 45 mins.